Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced discomfort and incontinence with an artificial urinary sphincter (aus) as the balloon had migrated out of the retzius location. The patient went into urinary retention. A suprapubic catheter was placed at a different facility injuring the balloon. A revision surgery was performed in which the existing balloon was removed and a new higher pressure component was repositioned in a better location.